Event description:
It was reported by the customer that the device was used during a laparoscopic cholecystectomy. The clips were sticking and would not let go. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Date sent: 10/3/2007. Evaluation summary: the analysis results confirmed that the el5ml device was received non-functional. The instrument was cycled, fed and formed properly the clips. However, the instrument was noted to have sticking issues, the trigger had to be manually opened to release the jaws. The instrument locked out as intended, but the orange indicator did not show up completely. A corrective action has been initiated to address the root cause of the sticking issues. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.